Event description:
Mentor siltex gelfilled mammary prothesis x 2 (left and right) were removed and exchanged due to rupture. Dates of use: (B)(6) 2001 - (B)(6) 2014. Diagnosis or reason for use: bilateral breast prosthesis.